Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used intra abdominal pressure monitor device. Visual inspection of the sample noted no defects. The iap was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and other check valves appeared to be functioning properly. The clamping device kinked the tube strongly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿step 2: priming the bard® intra-abdominal pressure monitoring device priming of the transducer line 1. Remove the end cap from the distal end of the transducer. 2. Open the transducer stopcock. 3. Aspirate approximately 30 ml of saline into the syringe and compress the syringe. 4. Observe fluid passing through the distal end of the transducer. Ensure no air bubbles remain in the tubing to the transducer. 5. Close the distal transducer stopcock. 6. Attach the pressure transducer to the patient or pole. 7. Connect the pressure transducer cable to the pressure transducer. 8. Connect the pressure transducer cable to the monitor. Priming of the valve port line 9. Disconnect and discard the yellow luer cap from the valve port. 10. Aspirate approximately 10 ml of saline into the syringe and compress the syringe until fluid passes through the tubing to the valve port and there is no more fluid within the syringe. Ensure no bubbles remain in the tubing to the valve port. 11. Prepare the connection of the catheter sampling port with antiseptic solution 12. Connect the valve port on the iap device to the sampling port on the catheter. Step 3: measuring bladder pressure with the bard® intra-abdominal pressure monitoring device zeroing the device 1. Patient must be supine (flat on back). 2. Hold the clamp and rotate the handle clockwise 90 degrees from the ¿drain¿ position to the ¿iap¿ position. Caution: be sure to rotate the clamp the complete 90 degrees. The clamp will stop rotating when it is in the correct position. Verify the drain tube is completely kinked by the clamp. 3. Zero the transducer to atmosphere at the level of the pubic symphysis. After zeroing the transducer, ensure the stopcock is open to the transducer. 4. Hold the clamp and rotate the handle counterclockwise 90 degrees from the ¿iap¿ position to the ¿drain¿ position. Caution: be sure the clamp has been turned to the ¿drain¿ position to ensure proper urinary drainage. Obtaining an iap reading 5. Patient must be supine (flat on back). 6. Hold the clamp and rotate the handle clockwise 90 degrees from the ¿drain¿ position to the ¿iap¿ position. Caution: be sure to rotate the clamp the complete 90 degrees. The clamp will stop rotating when it is in the correct position. Verify the drain tube is completely kinked by the clamp. 7. Pick up the syringe and aspirate 25 ml of saline into the syringe. Compress the syringe plunger slowly over 20 to 30 seconds, gently infusing the fluid into the bladder. Infuse 25 ml of saline, which is enough to create a fluid column and to remove air from tubing. Larger instillation volumes (>50ml) may cause clinically relevant overestimation of iap.1 8. Place the syringe on the bed or hang the syringe from the IV pole." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "the nurse identified that almost all of the 500ml ns bag that was attached to the system was gone and she had only obtained 2 iap pressures during the shift. She then saw clear fluid in her urinary drainage bag (over 300ml) and the patient had been anuric (foley in only for iap pressure monitoring). We then identified that ns was slowly infusing into the foley through the sample port when the ns bag was hung higher than the level of the bladder" . The complainant reportedly tested this in a simulation with another system and noted that it can actually flow quite fast if raised high enough and create a greater pressure gradient. Per ms&s, the iap has a check valve on the tubing that should have prevented this issue from occurring.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that "the nurse identified that almost all of the 500ml ns bag that was attached to the system was gone and she had only obtained 2 iap pressures during the shift. She then saw clear fluid in her urinary drainage bag (over 300ml) and the patient had been anuric (foley in only for iap pressure monitoring). We then identified that ns was slowly infusing into the foley through the sample port when the ns bag was hung higher than the level of the bladder". The complainant reportedly tested this in a simulation with another system and noted that it can actually flow quite fast if raised high enough and create a greater pressure gradient. Per ms&s, the iap has a check valve on the tubing that should have prevented this issue from occurring.